Event description:
Customer called reporting a button error on his insulin pump. Customer's blood glucose is 156 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.